Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes where over sensing and double counting were observed. Some true far field with functional under sensing was observed at atrial tachy response (atr) episodes. Programming options were discussed. Also, the device has no left ventricular (lv) lead lead but the lv lead outputs were still high, so it was recommended to decrease them. The crt-d remains in service at this time. No adverse patient effects were reported.